Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use event on (B)(6) 2024. The infusion set was in use for one to two days. Patient replaced infusion set and resumed insulin successfully. No further information available.